Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury is a known potential complication associated with the tavr procedure. In some cases intervention may not be required. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, and careful manipulation of devices. The tf training manual also provides guidance for valve crossing and wire exchange. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided, the exact cause of the interaction between the tavr valve and the pre-existing mechanical mitral valve is unknown. It is possible that patient factors (limited space between the aortic and mitral valves) resulted in the regurgitation through the mitral valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards canadian affiliate, following deployment of a 26mm sapien 3 ultra valve, echo showed that the s3u valve in the aortic position interfered with the patient's pre-existing mitral mechanical single tilting disc valve as it prevented the single tilting disk from opening and closing freely, causing it to remain stuck. Conversion to open heart surgery was performed and the thv valve was removed and replaced with a surgical valve. The patient was stable and recovering at the end of the procedure.